Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A patient reported "pain, rupture and experiencing problems". This record relates to the right side. The device remains implanted.

Event description:
A patient reported "pain, rupture and experiencing problems". This record relates to the right side. The device has been explanted.

Event description:
A patient reported "pain, rupture and experiencing problems". This record relates to the right side. The device remains implanted. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, b5, d1, d2,d4, d6a, h4, h6.

Event description:
Device has been explanted.